Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue determined that the damage to the iabp unit was due to customer abuse. To resolve the issue, the stm replaced the battery, the safety disk and the guide block then performed pm on the unit. All calibration, functional and safety tests were performed and passed per safety specifications, and the iabp was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
A getinge service territory manager (stm) was requested to perform preventative maintenance (pm) on the cs300 intra-aortic balloon pump (iabp) and when he arrived at the customer location, he observed that the safety disk guide blocks on the iabp damaged/snapped off. There was no patient involvement and no adverse event was reported.